Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, resulting in intermittent communication failure between devices; the user was educated on bg run mode and guided to enter blood glucose values manually to continue therapy. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized by intermittent communication failure, with the device component implicated as the antenna within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.